Event description:
It was reported, that patient presented for remote follow-up. Review of transmission revealed, that non-sustained over-sensing episodes were triggered, due to right ventricular failure to capture. Chest x-ray confirmed, that the right ventricular (rv) lead had dislodged. The lead was repositioned successfully on (B)(6) 2024. Patient condition was stable.